Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240 that occurred during the initial drain. The technical services representative (tsr) explained the alarms to the home patient (hp) assisted with troubleshooting. The tsr advised the hp to discard all the supplies and to report the alarm to the peritoneal dialysis registered nurse (pdrn) the next morning. The hp to finish that night's therapy manually. No patient injury or medical intervention was reported. During follow up the pd rn stated that the hp contacted her the following day and let her know about the alarm. The pd rn stated the hp was fine and resumed therapy without any problems. The pd rn stated the hp was using the spike connector at the time of the alarm. No patient injury or medical intervention was reported.